Event description:
On 25th september, 2023 getinge became aware of an issue with one of surgical lights - heraeus hanaulux. It was stated the lamp fell down. No signs of actual or potential harm were reported. Moreover, based on photographic evidence the paint was chipping from arms and the paint near to the label of the device was damaged. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Contact person phone number: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - heraeus hanaulux. Initially, it was stated the lamp fell down. The getinge employee then clarified that the device was disassembled from the ceiling and subsequently, only the lever fell down due to the broken spring. No signs of actual or potential harm were reported. Moreover, based on photographic evidence the paint was chipping from arms and the paint near to the label of the device was damaged. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during regular inspection. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. It is also recommended to avoid excessive friction during cleaning or inappropriate cleaning products. Regarding broken components, subject matter expert stated, that: these pictures depict the broken components and also show intact wiring and ceiling connection bolt. Therefore, the device did not fall off the ceiling. On the contrary, the device was unmounted from the ceiling and subsequently, only the lever, which is held position by the spring, fell down due to the broken spring. As there is no more information available from the hospital, this issue shall be considered having had no adverse impact to a medical procedure / intervention or being noticed during regular inspection/check. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of b5 describe event and problem and h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 25th september, 2023 getinge became aware of an issue with one of surgical lights - heraeus hanaulux. It was stated the lamp fell down. No signs of actual or potential harm were reported. Moreover, based on photographic evidence the paint was chipping from arms and the paint near to the label of the device was damaged. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 25th september, 2023 getinge became aware of an issue with one of surgical lights - heraeus hanaulux. Initially, it was stated the lamp fell down. The getinge employee then clarified that the device was disassembled from the ceiling and subsequently, only the lever fell down due to the broken spring. No signs of actual or potential harm were reported. Moreover, based on photographic evidence the paint was chipping from arms and the paint near to the label of the device was damaged. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination or serious injury. Previous h3c if other provide code - explain: device not returned to manufacturer, corrected h3c if other provide code - explain: device out of service. The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. H3 other text : device out of service.

Event description:
On 25th september 2023 getinge became aware of an issue with one of surgical lights - heraeus hanaulux. Initially, it was stated the lamp fell down. The getinge employee then clarified that the device was disassembled from the ceiling and subsequently, only the lever fell down due to the broken spring. No signs of actual or potential harm were reported. Moreover, based on photographic evidence the paint was chipping from arms and the paint near to the label of the device was damaged. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination or serious injury.